Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a revision procedure was performed. This right ventricular lead was surgically abandoned and replaced due to lead failure. No adverse patient effects were reported.